Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause of low was unknown. The customer consumed carbohydrates to address their low bg level and reverted to an alternate method of insulin therapy.